Event description:
Additional info received from reporter 06/24/2015: severe pain. Heavy bleeding. Weight gain. Painful intercourse.

Event description:
(B)(4). Started with lower back pain, now I have constant back pain, vitamin d deficiency,cysts on my ovaries, heavy menstruation,or skipped menstruation, unable to reach climax during sex, low sex drive,joint pain, migraines,dizziness,fatigue, tired easily,no energy,depression, anxiety,mood swings.